Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, white calcification in the surface of the device and red particle in the surface of the device. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the posterior. Based on the device analysis the final assessment is: -a striated opening in the posterior side assessed as surgical damage.

Event description:
Healthcare professional reported "left side deflation." Device remains implanted. Left side.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "left side deflation." Device remains implanted. Left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.